Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation findings by the manufacturing site: during the technical inspection by the manufacturer, the fault description provided by the customer, "cmac monitor goes black" was confirmed. The cause of the image error is the defective battery. This error and the other errors detected are due to signs of wear and tear caused by use. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a bronchoscopy on (B)(6) 2025, the image on the device went black when customer began the procedure. They rebooted the device and were able to complete the procedure with any patient impact. The issue, however, caused a delay of a few minutes.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).